Event description:
It was reported that (1) device was used during a laparoscopic cholecystectomy. It was reported by the affiliate that the instrument, after a number of firings, the jaw broke down and fell into the pts cavity. There was an extended anesthesia time in the operating room.